Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
While pushing the chair up the curb, the caster got stuck in the crack of the sidewalk, and the caster cracked/shattered.